Manufacturer narrative:
The reported event that the tip of the repositioning instrument broke off could be confirmed. The visual inspection revealed that the tip of the repositioning instrument broke off at the thread. The broken off thread fragment was not returned. It was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted until the shoulder ring fits closely to the bone before repositioning the fragments. The microscopic investigation of the breakage surface shows the appearance of a forced rupture caused by an insufficient cleaning and/or maintenance in combination with too high alternating bending forces during application. At the side of the breakage, the area of the stress crack corrosion is clearly visible, initially caused by an insufficient cleaning and/or maintenance in combination with too high alternating bending forces which finally led to the breakage of the instrument. Within the sem investigation secondary cracks are were also visible resulting from an embrittlement of the material caused by too high alternating bending forces during application. According to the determined observations the IFU clearly indicates that ¿the repositioning pin must be carefully inserted up to the shoulder ring before repositioning the loose fragments¿ and ¿the instrument is not to be used as a lever. In case of misuse, the instrument could break¿. Based on investigation, the root cause of the broken off tip of the repositioning instrument was attributed to an insufficient cleaning and/or maintenance. The insufficient cleaning and/or maintenance led to the occurred stress crack corrosion and finally to the breakage of the thread in forced rupture mode due to high alternating bending forces during application. Indications for any material, design or manufacturing related issues could not be found within the investigation. The returned device was manufactured after the measurements of CAPA # 358 were implemented. However, related to the determined results within the investigation the event did not involve a product problem indicating a non-conformity or unanticipated hazard, therefore no further action is deemed to be required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported by a company representative that during a procedure the top part of the threads on the screw portion of the device broke off when the surgeon was applying force. There were no additional symptoms of infections or adverse consequences reported. The procedure was completed successfully without a delay or medical intervention.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a procedure the top part of the threads on the screw portion of the device broke off when the surgeon was applying force. There were no additional symptoms of infections or adverse consequences reported. The procedure was completed successfully without a delay or medical intervention.